Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm occurred. The pump was turned off twice, the no disposable alarm persisted. The user was instructed to remove the cassette, rub the tubing, and tap the cassette; however, the alarm persisted. The cassette was removed again, the device still showed a no disposable alarm. Tubing remained clamped; pump was powered off. Instructed to notify clinic that the pump will not run and was shut off. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation a service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.